Event description:
Patient was having right coronary angioplasty during the procedure, the right coronary guide catheter advanced deep into the artery and the guide dissected, resulting in artery occlusion retrograde to the ostium. Attempt at reseating the angioplasty guide and reopening the artery were not successful. Patient was taken to or for emergency coronary bypass graft. Surgery was successful.